Event description:
It was reported that during a cardiovascular procedure, the suture broke apart and frayed. The physician had grabbed the suture by the needle with the needle holder and as it passed through the tissue, the suture frayed. No adverse pt outcome. The procedure was delayed 10 minutes.